Event description:
The physician reported during an embolization procedure, he noted a cotton-like film coming off the shaft of the catheter. The procedure was completed with the same device. The physician did not disclose the patient's outcome resulting from the procedure.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation, as it was discarded by the hospital. The physician commented that there were multiple products in use during the course of this procedure, and that he is unsure which of the products may have caused or contributed to the phenomenon he experienced. The physician also remarked that this is not the first time he has experienced such a phenomenon. Therefore, based on the limited information provided by the hospital, and no returned device for evaluation, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.